Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument to perform failure analysis. The instrument was found to have the snake wrist cover torn. The tears measured roughly .058"- .166". Visual inspection displayed signs of a missing fragment. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument cover was torn after second use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: not aware of any issues or fragments falling into the patient.